Event description:
Note: this medwatch report was initiated based on evaluation of the returned device; visual exam revealed stent wires protruding through the outer sheath. It was initially reported to boston scientific corporation in 2007, that during introduction of an rx wallstent biliary endoprosthesis into the scope on a female patient (age unknown), part of the plastic from the delivery system "began breaking off". The physician successfully completed the procedure with another rx wallstent biliary endoprosthesis. The patient was reported as "stable".

Manufacturer narrative:
Evaluation of the returned device concluded that no plastic from the delivery system had "broken off," as reported. A visual examination of the device found that: the inner lumen was exiting out through the guidewire access port, the stent was mounted to the delivery system, several stent wires had perforated through the outer sheath approximately 7mm from the distal end and the shaft was kinked approximately 11mm distal to the guidewire access port (see figures 1 through 4). A 0.035" guidewire was able to be inserted through the device, until the shaft kink restricted any further movement. Dissection of the catheter shaft revealed an inner lumen break; this type of damage is typically induced by the user during the procedure. A review of the device history record (DHR) was performed on the pertinent lot.